Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The device sensing vector has now been reprogrammed. There were no additional adverse patient effects. The device remains implanted.